Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: during ventialtion, "intermittent cuff leak alarms. Customer states ventilator was removed from ICU and three (3) separate shiley traches were tested, which could not reach above 8 cmh20 with a setting of 25 cmh20." The patient was extubated and reintubated. No harm was reported to the patient.